Event description:
It was reported that the customer encountered an error with their continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. The customer was advised by technical support to wait 20 minutes after the pump exited storage mode before beginning a new sensor session, and the customer understood and acknowledged this instruction.